Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 11 mmol/l. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.